Event description:
It was reported that the insulin pump alarmed displayable history failed when trying to download information to carelink. Customer was unable to complete download. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement test and sel ftest. Unable to complete download due to multiple displayable history failed alarms noted in the alarm history screen. Alarm noted due to corrupted history files. No cosmetic damage noted.